Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l49842, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported a refill was missed. The patient¿s pump was empty but the pump didn¿t alarm. They planned to interrogate the pump to verify when the empty reservoir occurred. Additional information later received reported the alarms were fully functional. The patient had a refill the day following the report. The drug was removed from the pump and replaced with preservative free saline. Additional information has been requested, but had not been received as of the date of this report

Event description:
Additional information later received from the hcp reported the printer issue was with their clinic printer for reminder cards that they give all patients. They were unable to print anything all day. It was not an issue with the manufactures equipment. They had their it come fix their printer, unknown what was done, and they have had no issue since. Patient was given a handwritten reminder for appointment.

Event description:
It was further reported that the cause of the event was due to the patient not calling for an appointment. In addition, the printer device was not working to make a print-out for the patient reminder. Neither the patient nor the family ever heard the pump alarm. The patient felt sick and was hospitalized with chest pain and was ¿worked up¿ for a myocardial infarction, but all was negative. There was reportedly no patient injury as a non-serious injury/illness occurred. This device system delivered dilaudid.

Manufacturer narrative:
(B)(4).